Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: during the rewind step, the pump emitted a call service 78-0008 alarm; therefore, the remaining steps were unable to be adequately investigated. The bolus button was also observed to be missing. Moisture was also observed in the display. A leak test revealed a leak at the bolus button. The pump was opened; moisture damage was found throughout pump. The alarm was emitted by the pump due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the insulin on board (iob) was not calculating correctly into the bolus total. Reportedly, when the amount of iob was increased, the pump allegedly decreased it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Animas received additional information from the distributer regarding the reported insulin on board (iob) issue. The patient reportedly misunderstood how the insulin on board (iob) feature worked. The patient stated the iob would often greatly reduce after more boluses were delivered when it should have increased. The patient reportedly provided an example of how the iob reduced from 4.00 u (units) to 2.00 u right after a 2.00 u bolus delivery. The patient reportedly thought the iob should have increased close to 6.00 u. However, the iob reportedly did not reduce immediately after insulin delivery but only did so after the patient had changed the battery of the insulin pump and thus the iob was cleared. The insulin pump reportedly showed an amount of 0.30 u iob left. Reportedly, after one minute the patient delivered 1.50 u insulin via ezcarb and the insulin pump immediately reflected that after there was only 1.38 u iob of 1.50u. It was noted however, the patient had not taken into account the previous very large insulin dose that the patient had delivered a couple of hours earlier and that was the reason why the iob of 0.30 u reduced so quickly. The duration of iob reportedly was set to 3 hours. Based on the additional information received it is believed that the pump¿s iob was functioning appropriately and that the algorithm was working appropriately. To date, the pump has not been returned. If and when the device is returned, the device analysis will be submitted.